Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported, the fluoro x-ray suddenly stopped. On the control panel, the mag switch led did not turn off and 20 squares displayed and stopped. The customer moved the system to another place and checked the system. The system operated. No pt injury was reported.